Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report an unexpected restart alarm and the display remained blank. The customer tried inserting new batteries to no avail. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced and to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty connector on interface board. The insulin pump was unable to perform unexpected test due to blank display. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.